Event description:
Patient received a 2.5 diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent and a 3.0mm diameter x 12mm length endeavor sprint rx in the lad during index procedure. The patient was discharged the next day in stable condition. At his 6 month follow up, it was discovered that the patient had been hospitalized due to a broken pelvix on the same moth of the procedure. It was reported that approximately 6.5 months post index procedure; the patient went to the bathroom and reported bleeding. The patient was hospitalized and tumor in the colon was confirmed. The tumor was removed by surgery. The patient is reported to be recovering. The patient was on dual antiplatelet therapy at time of the reported event. Investigator reported that the event was unrelated to the study stent. No other clinical sequelae were reported. Ref MFR # 9612164-2011-01545, 9612164-2011-01546.

Manufacturer narrative:
Results: inherent risk of procedure (gi bleed). (B)(4).

Event description:
It was reported that the patient was admitted on (B)(6)-2011 as initially reported.